Event description:
A report was received that the pt has been recommended to have a pocket revision by the physician because the pt is having difficulty charging. The physician is going to move the pocket to the right side so the pt can charge easier.